Event description:
Additional information noted that the health care provider did not think that the adverse event was related to the pump. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal dilaudid (concentration 3.5mg/ml; dose 1.6981mg/day; lot unknown) via an implantable infusion pump. Indication for use was spinal pain. On (B)(6) 2014 the patient experienced significant lower extremity edema, could not bend knees, and shortness of breath requiring continuous oxygen therapy. On (B)(6) 2014 the patient reported swelling in the lower extremities and examination of the patient on (B)(6) 2014 confirmed the swelling at which time the dose was decreased 50% to 0.8491mg/day. On (B)(6) 2014 the therapy was suspended and the pump was filled with saline. The patient had visited the emergency room and was admitted to the hospital. The patient was started on fentanyl patch. The event was possibly related to the device or therapy and possibly related to the medication. The event resolved without sequelae on (B)(6) 2014. A supplemental report will be submitted if additional information is received.